Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to it had reached elective replacement indicator (eri). A new device was implanted. No additional adverse patient effects were reported.